Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose level to exceed the meter's readable range, displaying "high." The customer took corrective action by administering a correction injection manually and did not require third-party assistance. Technical support confirmed the cartridge alarm and guided the caller through the process of removing the cartridge and administering a bolus, which was completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.